Manufacturer narrative:
The t:flex pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 480 units of insulin. Additionally, it was reported that the customer does not remove air prior to filling the cartridge with insulin. Tandem technical support educated the customer to remove air and to use room temperature insulin per pump labeling instructions. The customer's blood glucose level was 101 mg/dl. The customer acknowledged the information provided and required no further assistance from tandem technical support.